Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device with a cracked screen was identified by the user, who was unsure how the damage occurred; the screen remained usable, there was no injury, the device was synced before shutdown, and the device will be returned; the issue aligns with a device fracture involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.